Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power event occurred while the patient was using the mpu as their power source. The event log file contained approximately 54 days of patient event data. The patient appeared to be managing their external power sources properly ¿ using fully charged batteries and their ac external power source (mpu) for extended rest periods. There was one loss of external power event that occurred with the patient on the mpu. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Based on the power source indicator (rsoc) and power cable lead voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the event. Multiple requests for additional event information were sent to the customer. The mpu was not returned for evaluation. No additional event information regarding the loss of external power events was reported by the customer. The root cause of the loss of external powers while operating on the mpu was unable to be determined in this analysis. Set up and use of the mpu are documented in the heartmate ii lvas patient handbook. System controller alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook (p. 185 - alarms and troubleshooting, p.194 ¿ no external power alarms; p.197 low battery power alarms; p. 204 mpu alarms). The serial number of the mpu (mobile power unit) was not reported. Device build records were not reviewed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for review captured a no external power event on (B)(6) 2021 caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no unusual events recorded in the log file event history. Additional information requested but not provided.